Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 600 mg/dl on (B)(6) 2026. Cause was not known. Customer had previously administered a manual injection of insulin and was treated with intravenous fluids to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.